Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer pfo was selected for an implant on (B)(6) 2022. During the procedure the device did not conform properly; the left side disc was conformed as a cup. The device was exchanged for a 30mm amplatzer cribriform, however it also conformed as a cup. The device was again exchanged for a new 30mm amplatzer pfo device, however this device also deformed. At this point, the physician decided to implant the first pfo 25mm and with maneuvers inside of the left atrium, the device was successfully implanted. The patient was reported to have been discharged in stable condition. A delay of delay of time of 58min (5:21 pm to 6:19 pm) with no hemodynamic compromise or serious injury was reported.

Manufacturer narrative:
An event of device deformation during implant was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. However, one image was received from the field appearing to show the occluder presenting bulbous deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no other complaints on this batch. There is no indication of a product quality with respect to labeling, design, or manufacture.